Event description:
The patient presented in sustained ventricular tachycardia and was taken emergently for a ventricular ablation. While using the ez steer thermocool nav f-j, the patient sustained a right ventricular perforation. Drains were placed in the ep lab which demonstrated significant volume of blood. Therefore, the patient taken for emergent cardiac surgery repair. The patient was eventually discharged status post surgery. ====================== health professional's impression======================interventionalist described a "steam pop" phenomena that resulted in perforation.